Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site biomed representative reported taking the camera off the navigation system and tested the batteries. Testing results were not provided. On 11/18/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative reported that their navigation system camera fault light was on and flashing. Re-booting the navigation system did not resolve the issue. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.